Event description:
The customer reported that the vertical lift was not working.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep trouble shot the unit and discovered a faulty lift motor. He replaced the lift motor. The unit tested ok.